Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7128090/7129371.

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and discarded per hospital policy.